Event description:
It was reported that the patient was experiencing "severe post-operative pain" while in the post-anesthesia care unit (pacu). It was noted that the patient was being admitted to the hospital. It was further noted that the patient's device would be programmed "as soon as she was able". If additional information is received, a supplemental report will be sent. Refer to manufacturing report # 3004209178-2013-02778.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, lot# serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n314552, implanted: (B)(6) 2012, product type: accessory. (B)(4).